Event description:
A report was rec'd that the pt's stimulation caused the wheelchair bound pt to straighten out her knee. The pt went to the ER and was informed she had strained a ligament. She was instructed to elevate her leg and ice her knee, however, the issue was not resolved. The pt met without an orthopedic surgeon who determined that the pt's femur bone was broken. The pt's physician confirmed the broken bone was device related. The pt's leg was placed in a splint. The pt was reprogrammed with lower settings by the bsn sales rep and is receiving adequate stimulation.